Manufacturer narrative:
One device was returned for repair. There was no physical damage found on the device. Service history review identified no indication that the complaint was related to a service of the device within the view period. Error log confirmed that there was a record of the alarm "power lost while pump was on" when the pump powered on. The cause was the battery contact was damaged. Replaced battery contact. Functional tests were performed, and all passed.

Event description:
It was reported that the battery terminals are distorted. The fault occurred while checking before in use with the patient. There was no patient involvement.